Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer had performed a system check and the occlusion appeared to be within the cartridge. The customer changed the cartridge and resumed insulin delivery. Reportedly, the customer had been using apidra insulin in the cartridge and was in the process of changing the type of insulin used.